Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was ¿not really doing anything¿. Their healthcare professional (hcp) told the patient to try changing ¿it¿ and they tried changing the program. This had occurred in (B)(6) which was the last time the patient had visited the hcp¿s office. It was noted that the only time the patient felt the stimulation was when they leaned on something with their back. The patient needed to change the program before their next hcp appointment on monday. The patient was at 1.1 volts and the ins was confirmed as on but it was noted that the patient did not have access to another program. When asked if the programmer unit was updated to their programs after they picked up their new programmer they stated no (patient had lost original programmer maybe in the ¿fall¿). The patient had tended to avoid using the programmer because they had gotten a really strong ¿charge¿ one time. The sensation was described as a ¿horrible feeling¿ and felt like being ¿electrocuted¿. The patient increased the stimulation to 1.2 volts and noted that they felt a ¿tiny buzz¿. The patient then increased to 1.3 volts and comfortably felt the stimulation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# va07bnj, implanted: (B)(6) 2013, product type: lead. (B)(4).